Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6208763. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a nurse obtained a contaminated needle stick injury from a 22g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system. After starting the IV and withdrawing the needle from the patient, the needle came through the plastic y adapter. The occupational health nurse at the injured nurse's facility reported that no medical interventions were provided and the source patient was negative for any communicable diseases.